Manufacturer narrative:
This unit was returned for failure analysis, and the reported 32100 error was confirmed and replicated. In logs, the 32100 error was found with p-values indicating a pitch brake issue. Using the dv5 ivmon decoder confirmed that the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system, where the 32100 error was triggered again, with the same p-values indicating a pitch issue, thereby replicating the reported event. The pitch motor module cables were swapped with those from another motor module, and the 32100 error cleared after a power cycle. After reinstalling the original cables, the 32100 error was triggered again. Failure analysis identified the pitch motor module as the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the universal surgical manipulator to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that repeated recoverable error #32100 occurred on arm #4 during setup for a clinical prostatectomy procedure, with no patient involvement. The technical support engineer confirmed the error via artemis, indicating an issue with the aca node on usm #4. Before contacting technical support, the caller had already performed several power cycles without resolving the fault. The technical support engineer instructed the caller to shut down the system, turn off the patient side cart circuit breaker, and complete an emergency power off (epo). After returning all breakers and switches to their original positions and powering the system back on, the fault condition persisted. The technical support engineer then guided the caller to use the port clutch to position arm #4 so it would not obstruct a clinical surgery if the operating room team decided to proceed with three arms. The port clutch was functional, but the instrument clutch was not. There were no additional dv5 systems on site, but da vinci xi systems were available. The technical support engineer advised checking the availability of these systems for clinical use and noted that the carts and consoles are not interchangeable between dv5 and da vinci xi. The operating room team was to decide on the next steps. The customer reported event has no report of patient injury.